Manufacturer narrative:
(B)(4). Device involved in incident was not returned. Consumer returned a different bag which was tested. Representative samples were submitted to lab for stem retention testing. Results met all acceptance criteria established.

Event description:
Consumer stated: I have been using this quite a while and now when I buy this product it only last one or two time I used it. The brush always breaks and I have a hard time to get it out of my teeth. I'm very disappointed with this product which I always liked.